Event description:
A malfunction alarm was reported with the pump displaying a malf 3 error code. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted.